Event description:
It was reported that the patient had not had stimulation sensation in 5 years. The day of scheduled revision for a normal battery depletion, it was found that there were high impedances. Multiple electrode pairs had impedances over 4,000 ohms, and the rest were at 3,030 ohms. The next day, it was reported that no further diagnostics were performed, and the case was cancelled for other health reasons. The system was going to be removed and replaced with a new system at a later date.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer; product ID 3888-33, lot # j0427882v, implanted: (B)(6) 2004, product type lead. (B)(4).